Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported rn hung magnesium sulfate to be run over 60 minutes. The correct settings and infusion rate 2mg/50ml of magnesium sulfate was verified. After about 10 minutes rn realized medication was almost empty from IV bag. Rn clamped bag and got another rn to verify settings on pump, which other rn verified as correct. Rn stopped infusion, contacted md and informed him of the increased rate of magnesium, md aware and no new orders. Rn checked IV insertion site and found no irritation or phlebitis. Also noticed primary IV bag infusion chamber was full, so thought maybe it was a tubing malfunction. The IV tubing was not saved. No additional pt or event information is available. No pt harm reported.